Manufacturer narrative:
D10: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va34fpy); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they have been experiencing pain on the right side of the body, from the hip to the center of the butt and shoots down the leg all the way to the heels and toes. Patient said that they fell backwards in the laundry room and thought that maybe the wire may have moved when they hit the tile floor. Patient also said that it is hard for them to stand up. Patient was told to call for assistance in turning stimulation off. During the call, patient did receive the low communicator battery so did charge up the communicator for 5 minutes and was able to connect and patient's spouse turned the stimulation off as directed by healthcare provider. Patient to monitor pain with stimulation off and provide update to their managing physician.